Event description:
This report is for an unknown locking screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. Devices are no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown unk - screws: locking/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had an intertrochanteric fracture and was fixed with a proximal femoral nailing system (tfna). The nail was a little proud out of the greater trochanter. The only available size at the time was 11mm x 130 degree nail. The surgeon put this on his dictation notes. The patient saw it as a problem and is complaining of hip pain. Date of the original implant was on (B)(6) 2018. There is no details about the revision or re-operation as of this time. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) unk - screws: locking. This report is 3 of 3 for (B)(4).